Manufacturer narrative:
Eval summary: first and second proximal stent segments were raised, damaged and deformed. Multiple stent segments were slightly raised. The stent was positioned on the balloon between marker bands as per spec. The tip was slightly damaged due to flaring. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)). (B)(4). Result & conclusion - pt vessel morphology, tight and diffuse. Result - stent deformation and failure to deliver stent.

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 38mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion located in the rca that was reported to be tight and diffuse. It was reported that the physician was unable to cross the lesion. The device was returned to the manufacturing facility and the stent was noted to be damaged.